Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was bleeding pixels. It was also noted that the upper and lower case halves were broken, both bail covers were broken, the lead flex cover was corroded, the battery contacts were compressed, the ring was bent, the keyboard window was scratched and the encoder flex was crimped. (B)(4).

Event description:
The device was returned to the manufacturer for repair of damage after the unit was dropped. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.